Manufacturer narrative:
The device and competitors lead remain in service. This report will be updated if additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited two high, out-of-range pacing impedance measurements greater than 2,500 ohms. The first was recorded in (B)(6) 2018 and the second in (B)(6) 2019. Otherwise, the pacing impedance measurements were within normal range between 400-500 ohms. The shock impedance measurements were normal. Two stored episodes showed no noise on the electrograms. The physician questioned whether the lead needed to be replaced. Technical services discussed further troubleshooting to thoroughly evaluate the rv lead. It was discussed to take impedance measurements and observe real-time egms while manipulating the device, and while the patient is performing isometrics and arm movements, in effort to provoke noise. If noise is created or impedance measurements appear to jump, a lead revision could be considered. If no issues are found during troubleshooting, the lead can continue to be monitored. The device and competitors lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The device and competitors lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed because the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited two high, out-of-range pacing impedance measurements greater than 2,500 ohms. The first was recorded in (B)(6) 2018 and the second in (B)(6) 2019. Otherwise, the pacing impedance measurements were within normal range between 400-500 ohms. The shock impedance measurements were normal. Two stored episodes showed no noise on the electrograms. The physician questioned whether the lead needed to be replaced. Technical services discussed further troubleshooting to thoroughly evaluate the rv lead. It was discussed to take impedance measurements and observe real-time egms while manipulating the device, and while the patient is performing isometrics and arm movements, in effort to provoke noise. If noise is created or impedance measurements appear to jump, a lead revision could be considered. If no issues are found during troubleshooting, the lead can continue to be monitored. The device and competitors lead remain in service. No adverse patient effects were reported.